Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving 5 mg/ml of dilaudid at 0.24 mg/day and 10 mg/ml of bupivacaine at 0.48 mg/day via an implantable pump. It was reported that during a spinal cord stimulation (scs) implant on (B)(6) 2020 the catheter was trimmed by 6 centimeters. It was reported the catheter tip was no longer in the epidural space and patient was reporting pain. Regarding environmental/external/patient factors that may have led or contributed to the issue, the scs implant was provided. No diagnostics/troubleshooting was performed. The pump was programmed to minimum rate following the procedure. The patient went to emergency room for assistance on (B)(6) 2020 as their ptm (personal therapy manager) was no longer functional due to the pump being programed to minimum rate. The issue was unresolved as of (B)(6) 2020. It was reported surgical intervention has not occurred to resolve the issue and it was unknown if surgical intervention was planned. The patient's status was provided as alive, no injury. On 2020-aug-25, additional information was received from the rep. The rep confirmed the catheter was encountered during an scs implant and not due to a suspected issue with the pump system. The rep confirmed that it was thought that the catheter was in the epidural space (not intrathecal). The distal end of the catheter was explanted. The patient and physician would discuss pain relief provided by the scs system before determining if the pump system was medically needed in the future. The catheter was discarded. On 2020-oct-13, additional information was received from an healthcare professional (hcp), via a manufacturer representative (rep). It was reported the caller wanted to report a catheter revision that occurred yesterday (2020-oct-12). The caller reported the catheter had been initially implanted epidurally and the current managing hcp wanted the catheter to be intrathecal, therefore, they removed the whole catheter and placed a new 8780 intrathecally.